Manufacturer narrative:
Correction : b5 was updated with additional information which was inadvertently left out in the initial report.

Event description:
Additional information noted that patient was planned left femoral vein (lfv) hemodialysis (hd) line placement for continuous renal replacement therapy (crrt). Patient condition extremely poor (hemolysis, renal failure, organ failure)

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Significant hemolysis was noted while the patient was supported on bipella. The impella 5.5 position was confirmed to be appropriate, and the impella rp position was confirmed on x-ray. The patient expired.